Manufacturer narrative:
Model number/catalog number 72400024. Serial number (B)(4). Batch/lot number 187110008. Model/catalog description balloon, fgs. Model number/catalog number 72404127. Serial number (B)(4). Batch/lot number 188534004. Model/catalog description control pump with iz. Additional information.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to erosion. The patient went to the ER after an accident. In the ER, they put in a catheter was caused erosion. A new artificial urinary sphincter consisting of a 4.o cm cuff, pump, and balloon was implanted later on (B)(6) 2018. Additional information was reported that the patient experienced an infection and recurring incontinence.

Manufacturer narrative:
Model number/catalog number 72400024, serial number (B)(4), batch/lot number 187110008, model/catalog description balloon, fgs. Model number/catalog number 72404127, serial number (B)(4), batch/lot number 188534004, model/catalog description control pump with iz.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to erosion. The patient went to the ER after an accident. In the emergency room (ER), they put in a catheter was caused erosion. A new artificial urinary sphincter consisting of a 4.o cm cuff, pump, and balloon was implanted later on (B)(6) 2018.